Event description:
It was reported that during preventive maintenance (pm) performed by a (B)(4). Field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) is in need of a new board. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
(B)(6). The initial reporter named is a (B)(4) employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6), phone number: (B)(6), email: (B)(6). Testing of actual/suspected device(10): a (B)(4) field service engineer (fse) evaluated this unit during a preventive maintenance and determined the board needed to be replaced. We continue to follow up for the repair status. A supplemental report will be submitted upon receipt of new information and/or completion of our investigation.

Event description:
N/a

Manufacturer narrative:
It was during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) is in need of a new board. There was no harm or injury to the patient and no adverse event was reported. Complaints of more than three (3) gfe attempts were performed to obtain additional information and no response was provided. If no response is provided, the complaint will be closed and, if new information and/or devices are available, the file will be reopened and updated. H3 other text : repair service not done.